Event description:
The following information concerning the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. "Patient incident, possible injury. Unit is under quarantine pending further investigation. Customer has no other information." The following additional information concerning the event was documented by a cardinal health field service rep. Response to a phone conversation with a user facility representative. "Talked with [name removed] in resp dept, and he said they put the exhalation flow sensor on the input side of the exhalation valve and there were no patient injuries the person that reported problem is [name removed] in nursing she can be reached. I will be onsite in 2008 will follow up on call."

Manufacturer narrative:
The cardinal health post market quality assurance dept. Sent a letter to the user facility seeking additional information concerning the reported event, the status of the patient and return of the device for evaluation. As of the date of this report, the user facility has not responded to that letter nor returned the device for evaluation. As a result cardinal health has sent a second letter to the user facility and has left a phone message with a contact at the user facility. The user facility did not submit a facility report to the manufacturer. Event codes were derived based on information documented by a cardinal health tech support specialist and a cardinal health field service rep. In response to phone conversations with user facility representatives.